Event description:
It was reported that during a laparotomy for an ileostomy. The surgeon first stapled the segment of small bowel to be resected, then stapled the second segment to create a double-barrel ileostomy. During stoma construction, the surgeon observed that the distal ends of the staple lines were suboptimal on both resections. Several staples became detached from the staple line or were protruding, resulting in tissue bleeding and tissues catching on one another. This led to prolonged operative time, increased bleeding along the staple line, and a risk of staple-line dehiscence.

Manufacturer narrative:
(B)(4) date sent: 6/18/2026 d4: batch # 923d06. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 923d06 / 13glc80 , and no non-conformances were identified. Additional information was requested and the following was obtained: for the patient, this incident induced an increase in bleeding on the staple line. In order to remedy this a change in the hardware has been applied. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.